Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During outreach call, customer reports to have experienced low blood glucose of 34 mg/dl. Customer states the emergency medical service were called, however, customer refused to be taken to the hospital. Customer is not aware of reason for low blood glucose. No further information provided.